Event description:
A malfunction alarm with code malf 24 occurred, prompting the customer to contact support. The impact on the customer's blood glucose level was not reported, with the caller unable to perform a fingerstick. The customer was advised to use multiple daily injections as backup therapy until a replacement pump was received. Technical support confirmed the shipping address and provided instructions for putting the defective pump into storage mode and returning it. A replacement pump was sent to the customer.